Manufacturer narrative:
Measure: this issue only impacted this system and there is no impact to any other fielded device at this time. Analyze: a service call was opened to document dr. Barnett's comment to mia jefic. He indicated that they had an issue with the astigmatic outcome on a patient and that he believed it was related to the bed orientation. Multiple attempts were made with the facility to retrieve the patient data for review, but the site refused to send the data. The system was removed and returned to the corporate office in orlando on (B)(6) 2023 at the end of the contract. Patient data was retrieved from the unit and post processed. It was confirmed that a few patients did in fact have the wrong bed orientation programmed into the system configuration. The wrong bed orientation could affect the astigmatic outcome. Root cause: patient bed orientation was configured incorrectly. Improve/innovate/control: it was confirmed that the wrong bed orientation was programmed on some patients. The wrong bed orientation can impact the astigmatic outcome. Dr. Barnett did state that he had two patients that required follow up surgery to rotate their toric lenses so that they were on the correct axis. He stated that both patients are currently seeing 20/20 or better. Further review shows that the site did correct the bed orientation in the system configuration. No further action is required at this time.

Event description:
On (B)(6) 2023, dr. Notified cas and indicated that they had an issue with the astigmatic outcome on apatient and believe that it was related to the bed orientation.